Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient with history of traumatic cataract was implanted with a light adjustable lens (lal, sn (B)(6), +17.5d) as a replacement for a monofocal lens from another manufacturer that had dislocated. Post-operatively, the lal was observed to be dislocated into the posterior pole. On (B)(6) 2026, the lal was explanted and a new lal (sn (B)(6), +17.5d) was implanted via yamane technique as a replacement.